Manufacturer narrative:
No pt outcome was provided by the reporter. Endoleaks are labeled in the IFU. No product or images were provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines, the importance of an accurate deployment. The complaint correspondence indicated that the pt met indications for use, but there was "irregular elevation" at the proximal neck. The meaning of "irregular elevation" is unk at this time. We are unable to comment on the pt's suitability for evar without imaging or add'l info regarding anatomical determinants. Type 1a endoleak was during the final angiography run. Ballooning was performed and the endoleak was reduced. The physician decided to take a wait-and-see approach. Pt anatomy likely contributed to the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) year-old male pt underwent aaa repair on (B)(6) 2011. The pt received rectum cancer treatment before the procedure. The pt's anatomical form was suitable for endovascular repair although there was partly irregular elevation at proximal neck. The procedure was conducted as prescribed. Final angiography revealed proximal type I endoleak. Ballooning at proximal site was performed to secure the main body. The physician decided to take f/u observation since proximal type I endoleak was remained a little but reduced. The pt's condition after the procedure is unk as it was not provided by the reporter.